Event description:
It was reported that syringe 0.5ml 6mm 90 bx 450 mo hub separated during use. The following information was provided by the initial reporter: material no:324907 batch no: 8043632. It was reported that when the consumer removed the orange cap the needle and the needle component separates and stays in the orange cap. Also, one of the orange caps is bent and looks like someone has been chewing on it.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) 0.5ml bd insulin syringe from an open polybag from lot 8043632. Consumer reported when he removes the orange caps from some of his insulin syringes, the needle/needle component separates and stays in the orange cap; stated one insulin syringe the orange cap looks bent like someone was chewing on it. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. It was observed that the cannula shield was damaged. A review of the device history record was completed for batch# 8043632. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200735521] noted for cracked hubs. Process summary: automatic syringe assembly machine, which feeds 1/2ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Hub separates: DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Damaged shield: root cause: l2l dispatch #8028 was opened for wedged shield where rail meets the dial. Debris was collected on the shielder and the there was a jammed shield. Corrective action: the debris was cleaned from the shielder and the jammed shield was removed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 6mm 90 bx 450 mo hub separated during use. The following information was provided by the initial reporter: material no:324907 batch no: 8043632. It was reported that when the consumer removed the orange cap the needle and the needle component separates and stays in the orange cap. Also, one of the orange caps is bent and looks like someone has been chewing on it.